Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified common femoral artery. A 6.0 x 150, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured. The device was completely removed from the patient's body and replaced with a coyote nc balloon catheter. The procedure was completed with no patient complications reported and the patient's status was good.